Event description:
It was reported to philips that the device needed to be serviced, however no specific allegations were made at the time of the call. There was no reported patient or user involvement and no adverse patient/user impact.